Event description:
It was reported that syringe 3ml ll w/ndl sftygld 23x1 rb had a deffective stopper. The following information was provided by the initial reporter: "the black rubber plug of the syringe plunger is deformed."

Manufacturer narrative:
H6: investigation summary: one photo of the top view of a blister pack from batch 9304558 (p/n 305905) was received and evaluated. No defects could be confirmed from the photo. The reported defect could not be confirmed from the photo received. Additional photos of the defect are necessary for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll w/ndl sftygld 23x1 rb had a defective stopper. The following information was provided by the initial reporter, "the black rubber plug of the syringe plunger is deformed."